Manufacturer narrative:
The device will not be returned to the manufacturer for an investigation.

Event description:
It was reported that during the cleaning process the cement gun produced metal shavings when the metal rod was pulled back. There was no pt involvement and no adverse consequences reported.